Event description:
It was reported that an angio-seal was deployed. Twelve hours later, the patient experienced a pseudoaneurysm and manual compression was applied. The patient was reported in good condition and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.